Event description:
Light source went from automatic to full spontaneously. Settings for light source was on standby. The camera setting was on laparoscopy specialty. Light source was plugged in, placed on standby and a couple of minutes later noted to be on.====================== manufacturer response for light source, x8000======================asked stryker to come and evaluate device.